Event description:
It was reported to philips that the device provided a false asystole alarm during a patient code. The alleged failure was observed while the device was in clinical use. However, there was no adverse patient impact reported by the customer.